Event description:
On (B)(6) 2012, the distributor contacted animas, alleging the audio bolus button was unresponsive. No other information is available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the bolus button was found to be intermittently responding and difficult to press. The button was removed and found that the button slug was misaligned and twisted sideways. Unrelated to the complaint, the up and down keypad buttons were found to be intermittently responsive to presses; the keypad was removed and contamination was found under all of the button contacts.